Event description:
The provider states a wheel broke while the consumer was in the lift being transported. He states he swapped the lift out. The end user fell out of the lift when the issue occured.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Per the expanded evaluation report the screw attaching the left rear caster was striped and could not be completely threaded into the mating hold in the lit base which caused a loose caster fit and created an instability which could have resulted in the fall reported by the patient. Underlying cause for the stripped screw was unable to be determined.

Event description:
The provider states a wheel broke while the consumer was in the lift being transported. He states he swapped the lift out. The end user fell out of the lift when the issue occured.